Event description:
Pt enrolled into the (B) (4) trial. Bradycardia was reported pre-discharge, resulting in the placement of pacemaker and prolonged hospitalization. The pt underwent successful permanent pacemaker implantation on (B) (6) 2008. Pt recovered without sequelae and was discharged the following day.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B) (4) study events on march 4, 2010.